Event description:
It was reported that the pump touch screen was cracked and unresponsive. The customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The bg was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.